Manufacturer narrative:
H3: product analysis # (B)(4):part # 5440030; lot # 0029538c visual and macroscopic inspection confirmed the threads of the set screw have been damaged. The thread crest and flank damage appears to have initiated at the start of the thread. The female torx of the screw has not been damaged and the break off portion of the set screw is still attached. This type of damage is consistent with misalignment of the set screw threads during construct assembly. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a product identified during an event. It was reported that wear on screw thread with presence of filings, impossible to fit. No patient involved in this event. No further complications were reported/anticipated. Additional information was received from the rep that this event happened immediate after opening the package (i.e out of box failure).